Manufacturer narrative:
Additional information: d9 - date returned to mfg: 16dec2025. Investigation summary: the customer's complaint: ¿pump leaks fluid from below¿ cannot be confirmed. A visual inspection showed a broken fluid shield, which was replaced before doing the tests. After testing the pump for hours, there were no leaks underneath. Device passed all pvt and functional tests. The probable cause for the complaint was a broken fluid shield, which had caused the device to fail to recognize the cassette and resulted in leaks at the bottom of the device. During inspection found a broken door, rear housing, and carry handle. Replaced the fluid shield, door, rear housing, carry handle, and battery and pressed the change battery softkey. The device event log/alarm history was reviewed and no relevant alarm in the event logs. A review of 12 month service history performed and no similar events were found.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported via email that, on an unknown date, a plum 360 leaked an unknown fluid from the casing. The reported issue is ¿pump leaks fluid from below". There was no reported patient involvement.